Event description:
Procedure type: hemorrhoid. According to the reporter: 10 clamps were not formed correctly, part of the suture had to be stapled again. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).